Manufacturer narrative:
The lot number was provided for two of the three malfunctions and a lot history review will be performed. For one of the three malfunctions, the device has been returned for evaluation. Damaged catheter due to pinch-off (leak) is confirmed for one malfunction, instead of the reported defective component. For the remaining two malfunctions, the devices have not been returned for evaluation; therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes three (3) malfunctions. A review of the reported information indicated that model 1808560 port and catheter allegedly experienced a defective component. This information was received from various sources. One malfunction did not involve a patient, and the remaining two malfunctions involved a patient with no known impact to the patient. The patients' age, weight, and gender were not provided.

Manufacturer narrative:
The lot number was provided for two of the three malfunctions and a lot history review will be performed. For one of the three malfunctions, the device has been returned for evaluation. The company is still investigating the issue at this time. For the remaining two malfunctions, the devices have not been returned for evaluation; therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes three (3) malfunctions. A review of the reported information indicated that model 1808560 port and cathehter allegedly experienced a defective component. This information was received from various sources. One malfunction did not involve a patient, and the remaining two malfunctions involved a patient with no known impact to the patient. The patients' age, weight, and gender were not provided.